Manufacturer narrative:
The initial report manufacturer report number 2032227-2016-19221 was created in error. The event has been reported under manufacturer report number 3004209178-2016-640011.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had low blood glucose of 24 mg/dl. It was reported that customer's daughter was not sure if meter was working correctly and paramedics were called. Customer's blood glucose was also 24 mg/dl when tested by paramedics. Customer was treated with food and IV with dextrose. Customer's blood glucose continued to drop and customer was taken to the hospital. Customer continued to be treated with IV and was released the same morning as blood glucose began to elevate. Customer's blood glucose was between 140 mg/dl and 160 mg/dl.